Event description:
It was reported that (2) tsb45 were used during a lap low anterior resection procedure. It was reported by the rep that the surgeon used the tsb45's on the colon during a procedure. The surgeon said the staple line gave way. The surgery had to be converted to open.